Manufacturer narrative:
Updated data: b5. H6. Corrected data: b5. B7. H11. The system reported device (d-evolutfx-2329) no longer meets reportability criteria. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following the passing of the non-medtronic guidewire through the aorta, pacing was continued at 70 beats per minute (bpm). Following successful placement of the valve, the pacing was lowered to 40 bpm, however no intrinsic rhythm was captured. Subsequently, the temporary pacemaker was left in the patient upon exiting the room. It was noted that due to the high implantation of the valve, the patient would recovery sufficiently. Additional information was received that the valve was implanted at its intended target implant depth. Additionally, complete heart block (chb) occurred; however, the chb eventually resolved and the temporary pacing wire was removed. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the conduction disturbance.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following the passing of the non-metronic (boston scientific safari) through the aorta, pacing was continued at 70 beats per minute (bpm). Following successful placement of the valve, the pacing was lowered to 40 bpm, however no intrinsic rhythm was captured. Subsequently, the temporary pacemaker was left in the patient upon exiting the room.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: (B)(6), ubd: 19-jun-2027, UDI#: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.